Event description:
It was reported that during a laparoscopic gastrectomy, staples on the one side closest to the cut line were unformed at the 4th firing when the device was used on the gastric body. The staple height was gold. Additional suture was performed. There were no adverse consequences to the patient. No device will be returning.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. (B)(4). No device will be returning. The complaint could not be confirmed because no device was returned for analysis. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances. Complaint information is trended on a regular basis to determine if further investigation is warranted.